Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model (B)(4) is not approved for distribution in the united states; however, it is same as a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted with 12 ventricular nst<=210 ms between (B)(6) 2010 and (B)(6) 2012.

Event description:
It was later reported the patient had several nonsustained ventricular tachycardia episodes due to oversensing. Oversensing was noted at times consistent with impedance measurements.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there were episodes of oversensing with noise were noted on the electrogram. Some episodes occurred at time of impedance measurements for assessing patient's fluid status. The device remains in use. No patient complications have been reported as a result of this event.